Event description:
A consumer called to report that her daughter received burns to her face while using this steam inhaler, for which medical intervention was sought. The instructions for proper use have a clear warning to never hold the unit while in operation and that the unit should not be operated by children. The product should only be used on a flat level surface to avoid spilling water.